Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced a perforated urethra with the placement of a suburethral sling, bleeding and obstruction. Subsequent procedures, a cystopanendoscopy, evacuation of clots, extraction of foreign body from the urethra and the bladder, were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.